Event description:
It was reported that the patient's device turned off today and she went through security systems at a convalescent home. The patient was told she has a magnetic reed switch and it possibly could have been turned off by the security system. The patient was able to turn her device back on without a problem.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# j0519479v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (b)(5), implanted: (B)(6) 2005, product type: extension. (B)(4).